Event description:
It was reported that a patient underwent a right knee procedure on an unknown date. Subsequently, there was loosening of the persona pressfit tibia and the patient underwent a revision procedure. The surgeon removed the implant and replaced it with a persona cemented primary tibia. The surgical technique was utilized. There was no surgical delay. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522600716 - articular surface fixed bearing constrained posterior stabilized (cps) right 16 mm height use with tibia sizes e-f / ps femur sizes 6-9 - (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.